Manufacturer narrative:
Product number 340-4114, lot number crf 10134001 is currently under recall z-1440-2011.

Event description:
Information received indicates the administration sets have air in line issues when there is no air in the bag or line. The account alleges an air in line alarm will occur between 30 minutes and one hour. The account alleges there are microbubbles in the soft chamber of the tubing.